Manufacturer narrative:
After the replacement of this component, the laser system restarted to work. We are unaware about patient injury. We report this MDR because the present complaint could be linked to a laser system cleared and sold in the USA.

Event description:
The laser system has the following problem: "since some weeks customer gets the win message - the file or directory windows is corrupt and unreadable. Please run chkdsk utility - he confirms with "ok" and system runs. Customer has got on three different fibers one after another no fiber detection, after restart of system, all fibers are detected. Pilot beam only in blinking mode although constant switched."